Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of valve, opening on valve, white particles inner the device and wear abrasion. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation) and crack opening on valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) a cracked valve seat diaphragm valve.

Event description:
Physician reported right side deflation. Device has been explanted.

Event description:
Physician reported right side deflation. Device has been explanted.

Event description:
Physician reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.